Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after the patient's placement of 7617405, the catheter was maintained at the hospital today, and the nurse noticed blue particulate matter inside the extension tubing (2 locations). No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the connector is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt connector were returned for evaluation. The returned photographs showed the extension tubing of a groshong nxt connector. What appeared to be two small, blue particles of unknown material were observed in the extension tubing. It could not be determined how the particles entered the device. The catheter tubing and connector luer hub were not visible in the photograph. No other damage was observed on the device in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.